Event description:
The event is reported as: complaint alleges that the tube was leaking and would not inflate, alleged defect occurred during testing in the (B)(6). Product never distributed to the field. No pt injury reported.

Manufacturer narrative:
The device sample was not received by the MFR at the time of this report. A f/u report will be sent when completion of investigation.